Event description:
The pt is reportedly experiencing sound quality issues and loss of lock. Programming adjustments were made and equipment was exchanged, however, this did not resolve the issue. Surgery to explant the pt's device will be scheduled.